Event description:
It was reported that malfunction alarm with code malf [0] occurred on pump and no notable events happened beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions by email and customer planned to reset pump when possible and call back if issue was not resolved.